Event description:
Pt reported the lancet did not retract into the lancet device. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. The system is the soft touch.

Manufacturer narrative:
The suspect product is the soft touch lancet.